Event description:
During an in clinic follow-up, undersensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.